Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for evaluation. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. The reported patient effects of tissue damage (vascular injury) and surgical exposure are listed in the electronic perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. A review of the lot history record could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, the proglide foot plate was attempted to be closed with the guide wire still in the artery, resulting in the vessel being "lacerated". The patient was taken to surgery and the artery was repaired and hemostasis was surgically achieved. There were no reported adverse patient sequelae. A clinically significant delay in the procedure was reported. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.